Event description:
The clinician reports, that the implant was inserted (B)(6) 2017 in the patient's mouth. Details of surgery are reported as follows: sinus augmentation was performed at time of surgery. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.